Manufacturer narrative:
Device alarmed no motor movement during the rewind. Per visual inspection the home motor switch was damaged. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement. Motor was tested outside device, and it failed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose level was 127 mg/dl. Customer stated that the run the load reservoir and fill tubing process and did alarm occurred again during the load reservoir and fill tubing process. The insulin pump will be returned for analysis.